Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had problems for weeks and had a high blood glucose level of 250 mg/dl today. Customer checked his infusion set and his blood glucose went to 364 mg/dl. Customer stated that 1 hour later, his blood glucose went to 417 mg/dl. Customer took a pen for his blood glucose level of 417 mg/dl, but when he tried to bolus for his blood glucose level of 364 mg/dl, the pump only gave him 1 unit. Customer stated that he did not have high blood glucose for 2 weeks prior. Customer's blood glucose was 252 mg/dl at the time of the incident. Customer treated with 4 units from the insulin pen. Customer reported that the insulin exits at the quick release. Customer stated that he started having low blood glucose and the pump programming was adjusted to take less insulin. Customer declined to perform the high pressure test. Customer was advised to do a complete set change. Customer was advised to go over his settings with his doctor since changes were made.